Manufacturer narrative:
This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. It was noted that the lead was damaged. The physician was unable to deploy the helix. Besides the prolonged procedure, there were no other adverse patient effects reported. This lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. It was noted that the lead was damaged. The physician was unable to deploy helix. Besides the prolonged procedure, there were no other adverse patient effects reported. This lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The stylet was returned in the lead and noted a deformed stretched out helix. The helix was extended and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance. The stylet insertion test passed without issue which indicated no blockage in the lumen. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This report contains additional information in section a1 patient identifier.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. It was noted that the lead was damaged. The physician was unable to deploy the helix. Besides the prolonged procedure, there were no other adverse patient effects reported. This lead is expected to return for analysis.